Event description:
The event is reported as: the concha column will not pass the leak test. The test was being performed prior to putting the pt on the ventilator.

Manufacturer narrative:
At the time of this report the device sample was not returned for eval.